Event description:
Pt was positioned by dr's x and y in the left lateral decubitus position using mayfield pins. Pt underwent a craniotomy for a resection of a posterior fossa tumor. At the end of procedure, a small drepressed area was noted where one of the mayfield pin sites was located. The pt was immediately taken to CT scan. The CT scan demonstrated a right temporal depressed .8 cm skull fracture with an underlying 1.2 cm epidrual hematoma. The pt was taken back to the o.r. And a burr hole was placed and the epidural was drained. No sequelae from either the epidural or the fracture. Currently, the pt is in ICU in stable condition.